Event description:
It was reported that the insulin gauge was inaccurate after the customer loaded a cartridge with cold insulin. The customer was educated to use room-temperature insulin. Customer loaded a new cartridge to resolve the issue. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.